Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for an advance evaluation. It was reported that trial patient wasn't able to sync verify controller and external neurostimulator (ens). Trial patient was not at home so they couldn't try all troubleshooting steps. Additional information was received, trial patient's stimulation was back and they were feeling it in the buttock at 0.7. It was noted that the ens cable was loose. It was also reported that their bandages were loose. Furthermore, trial patient reported more frequency in voiding and in leaking, and that they had two back to back leaking episodes within 15 minutes of each other. They mention it never happened at all before start of evaluation, and not sure what caused it. Trial patient stated that their urgency had come back like it was before starting evaluation and was advised to connect with healthcare professional (hcp). No further complications were reported.